Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 40 minutes after starting the treatment with a polyflux 140h, the patient experienced chest tightness and dyspnea. Treatment was stopped and the patient was given oxygen inhalation and electrocardiogram monitoring was performed. The patient then experienced limb spasms and chills. The patient was administered dexamethasone injection (5mg) and the symptoms were relieved. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.